Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to no power on. Perform internal visual inspection and failed due to battery was damaged/cracked ic. The log was downloaded and found unexpected power on followed by screen set time happened on incident date 09/13/19, see attachment. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.